Event description:
The clinician stated that the ventilator was being set up for pt use. As the device was turned on, it emitted smoke. Another device was used for the pt. The reported event did not disrupt pt care. The bio-med inspected the device and found a varistor in the open state and a discolored relay nearby. The bio-med replaced the varistor and power relay. The device passed est and pvt and is now back in service. There are no further reported issues with the device.